Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to unknown reasons. During the procedure, all components were removed from the patient due to failed metal on metal implant. Attempts have been made and additional information is unavailable at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to pain, bone and tissue destruction, metal wear, metal poisoning, loss of enjoyment of life, limitations of daily activities, bodily injury and harm from elevated cobalt and chromium levels, nonviable appearing tissue and pseudotumors. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b5; d1; d2; d4; g3; g4; h2; h4; h6. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the patients legal counsel did not approve of the return. The investigation is in process and a follow-up MDR will be submitted upon completion. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 00047, 0001825034 - 2021 - 00049, 0001825034 - 2021 - 00050.

Event description:
It was reported that patient underwent a hip revision after an unknown amount of time post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 h6: component code mechanical (g04) ¿ head medical records were not provided. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to pain and elevated metal ions. During the revision noted posterior capsule was obliterated, nonviable-appearing tissue, pseudotumor, questionable heterotopic ossification, cold welded head to trunnion, 2 l of blood loss without reinfusion and extended procedure time of 50-55 minutes. A trochanteric osteotomy was performed, and the use of multiple gigli saw blades to extract the well-placed stem. All components were exchanged with competitor products, including cerclage. Wires, bone chips, and screws. During the procedure the patient was administered epidural anesthesia ebl 300 ml for a posterior incision. Leg lengths were equal, and a drain was placed. Patient was discharged home to home health care, given coumadin for dvt prophylaxis, and prescribed physical therapy exercises.there is no additional information available at the time of this report.

Event description:
It was reported that patient underwent a left hip revision approximately 13 years post implantation due to pain and elevated metal ions. During the revision noted posterior capsule was obliterated, nonviable-appearing tissue, pseudotumor, questionable heterotopic ossification, cold welded head to trunnion, 2 l of blood loss without reinfusion and extended procedure time of 50-55 minutes. A trochanteric osteotomy was performed, and the use of multiple gigli saw blades to extract the well-placed stem. All components were exchanged with competitor products, including cerclage. Wires, bone chips, and screws. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. Medical records/radiographs were provided and reviewed by a health care professional. A review of the available records identified findings of the reported issues: diagnosis: failed mom, elevated ions and pain. Posterior hip capsule had been obliterated, nonviable tissue, pseudotumor debrided. Head was coldwelded to the trunnion, stem removed with gili saw blades, cerclage wire placed, cup removed, competitor product placed. No complications. Root cause is unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. Visual examination of the pictures shows the cup to be covered in blood and missing some porous coating on the outside diameter. The stem, taper and head are all assembled and shows scaring on the stem typical of a product being implanted and removed. DHR was unable to be reviewed as the lot number for the device is unknown. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.